Event description:
It was reported that the ICD was explanted after patient alert sounded for battery depletion indicators (eri) and high ventricular pacing impedance. The lead was also replaced. The ICD subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.